Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported entrapment of device (clip caught on chordae) appears to be related to procedural conditions (poor imaging). The reported poor imaging is related to procedural conditions (poor image quality). The reported foreign body in patient is a cascading event of the device entrapment. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 3-4. A mitraclip xtw was inserted and deployed on the mitral valve. A second clip, a mitraclip xt, was inserted and advanced to the mitral valve. However, difficulties visualizing the clip occurred, and the clip became caught in the chordae and was unable to be removed. Troubleshooting was performed, but the clip was unable to be freed. Therefore, the clip was implanted where it was stuck, deployed only in chordae. A third clip was then implanted, reducing the mr to a grade of 1-2. There was no clinically significant delay in the procedure.